Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced possible under delivery. The customer reported a blood glucose value of 300 mg/dl. The customer reported hyperglycemia treated with a manual injection/insulin pen. The customer reported that the cause of the hyperglycemia was a dietary bolus that was delayed by manual injection, and no troubleshooting was detected. The event involved product(s) mmt-1882. The customer reported high blood glucose. It was unclear whether the customer had used the insulin pump system within 48 hours, and whether the auto mode feature was active at the time of the event. No further complications were reported. Product return required for mmt-1882.